Event description:
Reportedly, before the device was to be implanted, it was noticed there was "incomplete coaptation" of the leaftlets (central leak). Device was not used and was returned for evaluation.

Manufacturer narrative:
Evaluation summary: the valve was returned in its original container and packaging, attached to the holder. No visible inconsistencies were observed.